Manufacturer narrative:
Sections with additional information as of 25-jul-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.

Event description:
Consumer reported complaint for dead meter. The customer reported feeling tired and sleepy; medical attention was not needed at the time of the call. Customer had purchased the true metrix meter in (B)(6) 2023 and the battery has not been changed. The customer is using the correct battery in the correct orientation for the meter. During the call, the true metrix meter powered on using the power button but not when a test strip was inserted. Customer was offered replacement; customer declined to provide her address, stating that she bought another meter and disconnected the call.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: tired and sleepy. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-025: strip inserted backwards or upside-down. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure that the customer's condition had improved - able to establish contact with customer who stated that she is going to follow-up with her doctor and that she no longer needs to speak with manufacturer. It was not disclosed if customer was experiencing any diabetic symptoms at the time of the call. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the initial concern is resolved - unable to establish contact with customer at this time.